Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that bd insyte autoguard needle incomplete retraction. The following information was provided by the initial reporter: this morning we had multiple instances of the bd instyte autoguard 20 gauge x 1.16 in angiocaths that were malfunctioning (sharp not fully retracting after insertion). This could pose a safety risk to our team members. We have sequestered the lot in question from our unit.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.